Manufacturer narrative:
Visual inspection of the device during testing and investigation confirmed the spark in the power cord plug when the power cord was connected to ac source. The probable cause for the event was a defective power cord.

Event description:
The customer contact reported a spark was noted in the plug. There was no patient involved, no reports of any adverse patient events, or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported a spark was noted in the plug. There was no patient involved, no reports of any adverse patient events, or delays in critical therapies while the device was in clinical use. No additional information was provided.